Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced a safety mechanism that would not disengage from the catheter/stuck at hub. The following information was provided by the initial reporter: after establishing an IV route using nexiva (383532),the hcp pulled the finger grip while holding down the platform to retract the needle, in accordance with the sop, but the pushtab was not separated from the catheter septum. The drug used is blood product albumin.

Manufacturer narrative:
H.6. Investigation: bd received two used units, one with clear fluid present and the other with thick media present, and six photos. The needles were completely pulled back through the catheter and the tips were secured within the tip shield. During the visual examination, it was observed that there was no visible damage that would inhibit needle disengagement or decoupling. There were, however, traces of cured adhesive found inside the tip shield. The failure experienced was confirmed through the investigation. The incorrect placement of adhesive during the manufacturing process was determined to be the most likely cause of the defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
This is a report about failure to decouple the pushtab from the septum. It was reported that 2 bd nexiva¿ closed IV catheter systems experienced a safety mechanism that would not disengage from the catheter/stuck at hub. The following information was provided by the initial reporter: after establishing an IV route using nexiva (383532), the hcp pulled the finger grip while holding down the platform to retract the needle, in accordance with the sop, but the pushtab was not separated from the catheter septum. The drug used is blood product albumin.